Event description:
Info received from our another country affiliate indicates an ophthalmologist reported that a pt presented with pain and bulbar conjunctival redness in the right eye. Upon examination, the pt had three, 0.5mm corneal lesions in the superior right cornea. The pt has been wearing 1 day acuvue define contact lenses. The pt was initially seen in 2006. The lesions were reported to be "infectious". The pt was treated with levofloxacin, cefmonoxime hcl and erythromycin lactobionate-colistin sodium methansulfonate. The lesions were not cultured. The pt was not hospitalized for treatment. On twelve days later, the injury was reported to have "subsided". The ecp reported that the severity of this injury was "moderate".